Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose level. Customer reported that the auto-mode gave them insulin. Customer had actually on average 2-3 major hypo events likes seizures and other complications every year plus several multiple minor one during the week. The insulin pump will not be returned for analysis.